Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h2 (additional information): section e has been updated based on the additional information received on august 16, 2024. Block h11: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached and with the evidence of full deployment. Also, the device returned without the outer sheath. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned with the clip assembly detached and with the evidence of full deployment. Also, the device returned without the outer sheath. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an electronic medical record (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h2 (additional information): section e has been updated based on the additional information received on august 16, 2024.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an electronic medical record (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an electronic medical record (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.